Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had bilateral salpingectomy done following a cesarean section, 3 hours later the patient needed to be brought back to operating room for a 13cm hematoma found above the left broad ligament in the mesosalpinx vessels. The patient had over 500cc of bleeding that required 6 units of blood for transfusion and spent the night in critical care unit. The surgeon felt that the incident was not related to the device but to her technique. The patient had an additional 1 day stay in hospital. The device had no regrasp alert but an end tone was heard.